Manufacturer narrative:
Concomitant product: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that stimulation was up to 8 or 8.5 and she found it uncomfortable when she was lying in bed. This had been occurring since (B)(6) 2015. The patient had been unable to decrease stimulation due to the patient programmer not connecting; the programmer issue had been occurring since (B)(6) 2015. The poor communication screen was seen on the programmer and there was no telemetry. New batteries had been tried. Confirming the antenna was secure and syncing with the implantable neurostimulator (ins) did not resolve the reported issue. A new programmer was sent to the patient and she was still getting poor communication with the new programmer with and without the antenna. The patient was directed to her doctor to have her device checked. No potential event cause, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the consumer reported that the device did not work.